Manufacturer narrative:
Establishment name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced adhesive issues on (B)(6) 2026 as tape was not sticking on second day of insertion. The patient experienced high blood glucose levels upto 379 mg/dl and got treated with correction pen.